Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level read high (>400 mg/dl) while wearing the pod between 24 and 36 hours. The patient had administered multiple boluses totaling 14.8 units of insulin. When removed from the infusion site (leg), the pod's cannula was found bent. In addition the pod was leaking during wear.

Manufacturer narrative:
The returned device was evaluated and the device was received with the cannula assembly fully deployed. Inspection of the cannula assembly did not find the soft cannula bent, kinked or damaged. The download data did not show any timeouts or drive stalls during the run. No issues were found with the cannula assembly that would result in leaking during wear. The fluid path was inspected and no signs of leakage were observed. No other damages or deficiencies were found during the investigation; the device functioned as intended.